Event description:
It was reported that patient presented for a scheduled procedure. Prior to the procedure, it was noted that patient's left ventricular (lv) lead exhibited loss of capture on all vectors. Except one. While attempting to replace the lv lead during the procedure, it was noted that the loss of capture was due to patient's anatomy. The physician decided to keep the original lead implanted as a result. There were no patient consequences.